Manufacturer narrative:
The event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had not been receiving adequate therapy due to the location of the patient's right dbs lead. As a result, the lead was explanted and replaced. Surgical intervention addressed the patient's issue.